Manufacturer narrative:
H6: investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1034925 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 1034925 (100 tubes) were available for inspection. No defects were observed from visual inspection of 100/100 retention tubes. The retentions were performance tested for growth and antibiotic susceptibility. All performance testing was satisfactory per procedures. Three photos were received to assist with the investigation: the first photo shows the bottom half of two partial tubes. Only the slants can be seen from this photo. The color of the slants appears discolored with possible growth. No product information can be seen in this photo. The second photo shows two partial tubes. Only the bottom of the tubes towards the sensors can be seen there does appear to be possible growth over the sensors from both tubes. However, no product information can be identified from the photo provided. The last photo shows a printout of sequence number and growth unit number. There is no product information presented in the photo provided. Without proper product information provided in photos such as batch, expiration date, and material number, photos alone cannot confirm a complaint. No returns were received to assist with the investigation. This complaint cannot be confirmed.

Event description:
It was reported that 2 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml had visible growth and failed to flag. Results were reported. There was no patient impact. The following information was provided by the initial reporter: customer reports two samples failing to flag on mgit. Although, when removing tubes visible growth was seen. These samples are from known mtb patients and the 2 samples came off as negative with growth unit of 0 and 7 respectively . Terminal aafb stain of the negative mgit tubes ( with visible though cloudy crumps) came back as aafb +++ and the corresponding lj slope were also positive.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml had visible growth and failed to flag, results were reported. There was no patient impact. The following information was provided by the initial reporter: customer reports two samples failing to flag on mgit. Although, when removing tubes visible growth was seen. These samples are from known mtb patients and the 2 samples came off as negative with growth unit of 0 and 7 respectively. Terminal aafb stain of the negative mgit tubes (with visible though cloudy crumps) came back as aafb and the corresponding lj slope were also positive.